Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity and cerebral palsy. The patient experienced complications during the pump implant surgery on (B)(6) 2006. The patient quit breathing and was on the CPAP in the hospital for 3 days. Additional information was requested regarding drug information, patient medical history, onset of the event, troubleshooting/diagnostics performed, actions/interventions taken, and the cause of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.